Event description:
The sample handler failed to pipette an entire row across assays and did not give an error message. Co's service engineer was dispatched. No death or serious injury was associated with this event.